Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report #: 2916596-2021-04777. It was reported that during the implant procedure, after placing the apical cuff ring, the surgeon noticed bleeding around the area of the connection between the pump and the apical cuff ring. The pump was detached from the apical cuff and several more sutures were put in place. The pump was reconnected to the apical ring. The bleeding was then clearly coming from the gap between the ring and the pump. There was no obvious damage to the ring or the pump. The pump was exchanged. There was no more blood in that area after the new pump was placed.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during evaluation of heartmate 3 left ventricular assist device (lvad), mlp-023929. The report of bleeding from a gap between the pump and apical cuff could not be confirmed through this evaluation, and a specific cause for the reported event could not be determined. Mlp-023929 was returned assembled with the pump cable intact. The modular cable was not returned. The outflow graft and outflow graft bend relief were not returned. The cuff lock was fully engaged, and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Using a test apical cuff, the cuff lock properly engaged with no issues. Visual inspection of the seal between the o-ring on the motor housing and the inner circumference of the test apical cuff was unremarkable with no visible gap. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Mlp-023929 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.